Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Prior to the event, the customer was nauseous. The customer was bolusing, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump didn't pass the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.